Event description:
A 7 year-old girl, was implanted with her clarion device on 4/27/98. Her system functioned normally and there were no reports of any problems until 2/12/99 when her implant suddenly lost lock. The child's parents took her to the implant center that same day for a complete device evaluation. The parents stated that they were unaware of anything unusual precipitating the incident. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery took place on 3/4/99. Pt was reimplanted with another clarion device.